Event description:
It was reported that during a labral repair while tensioning the suture the anchor did not disengage from the devices shaft. The surgeon had to drill a new bone hole and was able to complete the procedure. No patient complications were reported as result of this event.

Manufacturer narrative:
Additional manufacturer narrative: the patient weight was not made available.